Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer high blood glucose level was 42 mg/dl. Customer also having the another blood glucose was 45 mg/dl. The customer was treated with food for the low blood glucose. . Customer reported that the auto mode was automatically delivering insulin at the time of event. The customer was assisted with troubleshooting. The device will not be returned for analysis.